Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 10 years old and was last returned to the manufacturer for repair on (B)(4) 2012. Prior to repair, the device displayed damage to the head of the device and over tightening of the 3 and 4 inch width plates. The device was found to be outside of calibration specifications at the zero thickness setting on the right side. Damage to the head of the device and lack of calibration most likely caused the customer's event. Clinical follow up did not reveal what width plate the customer utilized during the surgery. The cause is likely the user not maintaining the device per improper handling. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer dermatome does not cut evenly. Additional clinical follow up with the hospital indicated the reported event occurred during a procedure and the procedure was completed with an alternate, immediately available unit. Hospital staff was unable to recall any information regarding the reported event. There was no documentation of an adverse outcome attached with the device when received for processing repair request.